Manufacturer narrative:
H3. Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted.

Event description:
It was reported the system started making a screeching noise and mixed with solid tones during activation. The system responded with error 5. The customer tried retorquing and eventually replaced the handpiece to try to solve the problem. The issues still occurred. The device was replaced and the case continued with no pt consequence. The device will be returned.